Event description:
Boston scientific received information that the patient stated during a recent non-cardiac surgical procedure, his heart stopped for approximately nine minutes. The patient was inquiring if he needed to have his device interrogated due to this alleged issue. Boston scientific technical services (ts) discussed the precautions physician's typically take during a procedure and referred the patient to his physician for any concerns. A field representative was unable to obtain any additional information relating to this patient's allegations. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.